Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events of pain, vomiting and inflation as follows: precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: abdominal or back pain, either steady or cyclic. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet

Event description:
Reported as: a patient with the orbera intragastric balloon was experiencing pain and vomiting. The patient had an ultrasound and the balloon was confirmed to be hyperinsufflated. The balloon was removed and replaced with another device.

Manufacturer narrative:
The device was returned to apollo, and a visual inspection was performed. Blue discoloration was observed on the outer surface of the device and valve. Brown discoloration was observed on the outer surface of the device. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed from the shell and the valve. Under microscopic analysis, five striated openings were observed from the valve to the shell radius, consistent with device removal. Analysis noted yellow and black particles inside the valve channel.